Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The display screen was dim and discolored. Unrelated to this issue, the display lens was scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 03/26/2015.